Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; section 'device' information references the main component of the system. Other relevant device(s) are: product is: 977a290, serial/lot #: (B)(4), ubd: 2017-07-22. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer and it was reported that the device was replaced due to the lead in their spine going bad and it stopped working. When they fixed the lead they decided to replace the ins with a new implant. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the device was not being returned and the provided information was confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019 information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins) for non-malignant pain. It was reported that lead impedances were over 40000 on multiple contacts. The cause was that patient moved large pieces of furniture and took a fall. Rep checked the impedance and tried to program around the issue. The issue was not resolved. Replacement of ins and damaged lead was pending but not scheduled. Hcp had no further information. Patient's weight was asked but unknown. No further complications were reported/anticipated. On (B)(4) 2019 additional information was received from the rep. It was reported that the replacement procedure was pending scheduling. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported the patient's revision was scheduled for (B)(6) 2019.